Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 62mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 29-sep-2022. It was reported that balloon leak were encountered. The target lesion was located in the mesenteric artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for treatment. However, it was noted that there was no pressure when priming the balloon. The balloon could not be inflated and there might be air leakage. The procedure was completed with another of same device. There were no patient complications reported. The patient status was stable. However, returned device analysis revealed balloon pinhole.